Event description:
It was reported there was a self check failed error message. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - analysis could not confirm the reported event. Upper and lower cases and lead flex cover are broken. Ring, side bail covers, ring cover, and side bails are missing. Two case screws are missing. Keyboard is scratched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.